Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Patient experienced 99+ inappropriate shocks due to dislodgement of this lead. Shocks caused the battery of the ICD associated with this system to deplete, and the device was explanted, replaced, and returned. The lead was repositioned and remains actively implanted at this time. Should additional information be received, this file will be updated.